Manufacturer narrative:
Device investigations did not reveal any device malfunction which is expected to explain the patient performance problem reported. This finding was expected, because according to the patient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the oval window. Additional the patient was on the limit of the indication criteria for the device , therefore the patient was reimplanted with an cochlea implant. This is a final report.

Event description:
The explanted device was received for investigation. According to the device explantation report the user had no benefit. The device was explanted and the user was re-implanted with a cochlea implant. According to additional information received the user recently reports no benefit from the device. Recipient was at the limit of the indication criteria. Additionally during the explantation surgery it became clear that the fmt was no longer correctly placed.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the device explantation report the user had no benefit. The device was explanted and the user was re-implanted with a cochlea implant from another manufacturer.